Event description:
The pt received the scs system on (B)(6) 2011. The pt went under a surgical intervention (reference MFR report: 1627487-2011-10319) for a lead replacement due to loosing stimulation. The pt now reports she has intermittent stimulation with the replaced lead. St. Jude medical representative observed low impedance values on several contacts. X-ray images shows all devices are in place. Surgical intervention will be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.